Event description:
During procedure co-2 laser was turned on and no aiming spot appeared. While two employees were atempting to get aiming spot working employee #1 noticed employee #2's jacket burning. Jacket was extinguished. Both immediately heard laser click off. Asked if someone had foot on peddle and physician responded he was aware of laser not working and he did not think he had pushed the peddle. After incident, a small 1" circular burn was found on right upper arm of employee #1's right upper arm. Device was removed from service and checked and power supply was replaced. Device returned to working w/I mfg's specificationsdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed, visual examination, other. Results of evaluation: component failure, none or unknown. Conclusion: device failure directly contributed to event, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, user education provided. Invalid data - on device destroyed/disposed of status.